Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor break and missing sensor filament. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found sensor cannula mostly retracted inside sensor base. Also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened or used.